Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a decrease in r-waves. Additionally, increased pacing impedance measurements and loss of capture at maximum outputs were observed. There was a concern of a perforation after implant. A small pericardial effusion was found. An invasive procedure was performed and the lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.